Event description:
According to the reporter, during a laparoscopic vats (video-assisted thoracoscopic surgery) lobectomy procedure, the reload was difficult to attached into the device. At the time of stapling the lung tissue, the device did not fire; the blade did not move. The device then locked on tissue. A manual driver was used to remove the device, but it did not work. A manual handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial#: (B)(6); egia60axt - egia60axt egia60 artic extra thicksulu, lot#: unknown; sigpshell - sig power sigpshell control shell, lot#: unknown; sigmret - sig power sigmret manual retract tool, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was part of the returned reload still in the tip of the adapter. The rotating ring was not attached to the rest of the adapter. There was damage to the firing rod. The returned reload shows the adapter fully fired the reload and did not retract it when the reload was removed as it was still in the clamped position when received. Functionally, unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the adapter black box running software and the strain gauge was responsive. The adapter had 24 of 50 procedures remaining. The adapter was attached to a handle and displayed the remove reload screen. Functional testing could not be done due to the internal damage. It was reported that the device was difficult to load and the jaws of the device remained closed on tissue. The reported issues were confirmed. The most likely cause was traced to non-device related factors. It was also reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.